Event description:
It was reported while at the hospital, that the patient experienced an overdose in 1999. No further information was provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l39974, implanted: (B)(6) 1996, explanted: (B)(6) 2000, product type catheter. (B)(4).